Event description:
Account said the head hi/lo is drifting.

Manufacturer narrative:
Several attempts were made to obtain resolution for this issue with the account without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.